Event description:
Complainant alleged that during biomed testing, the device was unable to charge energy. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
The malfunction was duplicated and attributed to an unseated flex cable.